Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/pneumothorax procedure, when the device was attempted to be used, the device did not fire. A new reload with the same handle was used to complete the procedure. The event occurred during the procedure but the device was not used on the patient. There was no patient injury.